Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a magnetic resonance imaging scan. During the scan, the patient's pacemaker experienced oversensing that was binned as a high ventricular rate and inappropriate automatic mode switching. The patient experienced no adverse consequences.